Event description:
The rn was changing the ostomy bag and noted a four cm piece of plastic (a piece of the ostomy bag itself) to be going through the stoma. The ostomy bag is a hollister brand, product # 3778, pouch. The enterostomal therapy rn came to assess and pictures were taken. The physicians were notified. I have contacted the company and they have been very responsive. They are looking into the problem extensively, and searching for contributing factors.